Event description:
The rep is reporting that during a shoulder repair the distal portion of an expressew needle broke off into the pt and remains in the body. At this point in time the pt is not affected by this event.